Event description:
It was reported that the pt felt an electric type of shock from the implant in 2003. In august, the pt was seen at the clinic. No telemetry could be carried out as the pt heard a very loud noise when this was tried.